Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, customer was struck by a piece of equipment and the touch screen became shattered. Customer is unable to unlock the pump due to the damage. Customer's blood glucose was 176 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.